Event description:
Caller states the patient tested 1.6 inr on the coaguchek xs system while a comparison lab returned as 4.3 inr. Coumadin was increased after these results. No adverse event reported. Requested return of suspect system and replacement was sent.